Event description:
Information received indicates the foot hydraulic cylinder mount has broken causing the foot end of the stretcher to fall.

Manufacturer narrative:
The technician found the foot end cross tube weld failed causing the intermediate frame to fall and damaged the shrouds and foot section. The technician replaced the cross tube and shroud to repair the bed.